Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the coronary sinus and the physician was unable to remove the competitor guidewire. The lv lead had to be explanted and replaced. No patient complications have been reported as a result of this event.